Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), unapproved use of device (neck angulation greater than 60deg with neck length less than 15mm). Evaluation, conclusion: user error contributed to event (neck angulation greater than 60deg with neck length less than 15mm).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. A 6.0 cm fusiform aneurysm was reported with an infra-renal angle of 65 degrees. Proximal aorta was 26-24 mm in diameter and 12 mm in length. Distal aorta was 22 mm in diameter. Right iliac artery was 12-11 mm in diameter and the left iliac artery was 12-11-10 mm in diameter. The right and left femoral arteries were 9 and 8 mm in diameter, respectively. The right left iliac artery was moderately tortuous with 20% stenosis while the left iliac artery was moderately tortuous with 40% stenosis. The circumferential aorta had 40% mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Stent graft stenosis was discovered in the main body during a CT with contrast; no intervention was performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion) - lack of information (unknown cause of stenosis). Conclusion: lack of information (unknown cause of stenosis).

Event description:
Additional information was received as follows: there was stent graft stenosis at the 2 year follow up. Stenosis in the main body was identified at the 1 month visit, called a thrombus in the CT report. Seen again at the 6 month visit and at the 1 year visit. At the 2 year visit the stenosis was seen in the main and possibly both limbs, but definitely in one of the limbs. The physician stated the stenosis was getting worse. In the interim (approximately 9 months ago) the patient had a thoracic aortic graft repair which was not related to the endurant stent graft. Additionally the patient has intrastent thrombosis and in follow up cta it was found that the thrombosis in the stent graft progressed, but the lumen of stent graft still patent and the patient has no clinical symptom; therefore, no intervention was recommended.